Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to blood glucose levels in the 30 mg/dl range. The customer stated that he was working on his car when he suddenly lost consciousness. The customer stated that he may have over bolused for his lunch meal. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Nothing further was reported.